Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13e27023 and h13e30019 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unrelated issue when the peritonitis occurred. The patient was treated with antibiotics (name, dose, route, frequency not reported). The cause of the peritonitis was unknown. The patient was recovering from the peritonitis at the time of this report. No additional information is available. This is report 1 of 2 involved in this peritonitis event. On (B)(6) 2013, the patient experienced peritonitis. On (B)(6) 2013, the patient was treated with unknown antibiotics for peritonitis. On (B)(6) 2013, the patient was discharged from the hospital. Antibiotic treatment was ongoing. Outcome: sugar was 200- recovering/resolving. Peritonitis- recovering/resolving. Causality assessment: sugar was 200- unrelated. Peritonitis- unrelated. A search of (B)(4) for suspect products shipped within two months before the incident showed the following: product code l5c4531, lot number h13e27023 and h13e30019.